Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, no capture was noted on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. The device was reprogrammed to rv pacing only to resolve the event and the patient was stable.